Event description:
It was reported that unit intermittently will not come off standby.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Architect reaction vessel, list 7c15-01, lot 71234p100, expiration date: na. Upon further review, another suspect architect reaction vessel, lot 71324p100, was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The pt reported experiencing elevated blood glucose of 276 mg/dl in 2009, and the infusion device shut off two times. She stated that the infusion device beeped three times and the display went dark. She does not know if an error message was displayed. She switched to the backup infusion device and bolused to lower her blood glucose. She stated that she changes the infusion site every 2 days and the infusion tubing once every 1-2 weeks. She changes the insulin cartridge every 2 days and she reuses the insulin cartridges twice. Her normal blood glucose range is 120-140 mg/dl. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: architect reaction vessel lot 71234p100, device MFR. Date: 11/19/08, expiration date: na architect i1000sr analyzer, list # 1l86-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated an architect i1000sr analyzer generated error code 1007, unable to process test, when reaction vessels of lot 69060p100 were in use. The issue was resolved with the implementation of lot 71234p100. There was no adverse impact to patient management reported.